Manufacturer narrative:
The insulin pump was received with motion sensor test failure alarm during rewind due to jammed motor gearbox. Analysis was unable to perform displacement test due to motion sensor test failure alarm. Analysis was unable to confirm motor position encoder error alarm due to history file was overwritten. The pump had a minor scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure, and motor position encoder error alarm. The blood glucose at the time of the incident was 325 mg/dl. The customer states they treated for the blood glucose level using manual injections. The customer states they were unable to perform the displacement test. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.